Manufacturer narrative:
Ge service representative performed an onsite investigation. The connectors were reseated and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had multiple errors preventing it from fully booting up. There was no patient serious injury or death reported.